Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device is failing opcheck, the device is not synced to the therapy knob causing incorrect joule selection. There was no report of patient involvement.